Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion and watertight defects due to the cable pinholes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no images are displayed due to the flooding of image capture and internal cables. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited image disappearance. There was no report of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited image disappearance. There was no report of patient harm.